Event description:
Apria shipped to me a CPAP mask. Doctor (B)(6), supplied the prescription on (B)(6) 2012. Apria shipped resmed swift fx for her nasal pillows systems. Ups delivery made on (B)(6) 2012. Called my internal medicine doctor on (B)(6) 2012, as I had a lot of yellow mucus that I was blowing out my nose. Doctor was unavailable to see me on (B)(6) 2012. Saw internal medicine doctor in (B)(6) on (B)(6) 2012. She prescribed a steroid shot to calm my system down and ampicillin, 500 mg, twice a day for 10 days. Getting no sleep; disconnected the new CPAP mask - went back to using my old one. After I started to feel better, I contacted dr. (B)(6)'s office to inquire about the CPAP nasal mask. I learned that dr (B)(6) ordered resmed mirage fx nasal mask. It was shipped to me on (B)(6) 2012. Dr (B)(6) was not contacted regarding shipping me a substitute mask. Apria did not follow prescribed protocol and contact my doctor before shipping the wrong mask. (B)(6).